Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented with a high out of range impedance and no capture on the right ventricular lead. The physician performed a wenckebach test and determined that the patient had normal atrioventricular node conduction. The physician elected to continue to monitor the lead.